Event description:
The device was returned to the manufacturer with no add'l info. The pt is listed as expired in drs. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
Final device analysis revealed no anomaly found - the implantable neurostimulator was functionally ok.